Manufacturer narrative:
Initial reporter name: (B)(6) corporation. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test the foley catheter had difficulty to drain water. The recalled product was connected to a syringe from another company, and the water inside the balloon had leaked out and needed to recheck to see if there are any problems with draining or filling the water. Per follow up information received via rcc on 26dec2025, stated that the catheter had difficulty in water injection and withdrawal as leakage from the funnel part occurred likely had a pinhole issue.